Manufacturer narrative:
Manufacturer's report date: 03/15/2011. (B)(4). Carefusion personnel were notified of this event during a site visit. Engineers from carefusion downloaded the logs and performed a rudimentary evaluation of the devices at the customer site. A full failure investigation was not performed and the customer declined to return the devices to carefusion for further analysis. The customer's complaint of channels disconnecting during transport was verified. The event log was reviewed to determine the number of disconnects. A total of 23 simultaneous module removals and re-connections occurred over 18 hours on two pump modules, sn (B)(4) and sn (B)(4). Of the 23, 5 occurred while the devices were idle and 18 during an infusion resulting in a "channel disconnected" alarm. This alarm provides an audio and visual alert to notify the user to take appropriate actions. During the device inspection, it was noted that many of the ribs on the male iui connector on sn (B)(4) were broken and damaged. The root cause of the channel disconnect was not identified; however, the damaged iui connector could be related to the reported issue. Upon further evaluation, we have determined this to be reportable.

Event description:
Customer reported a channel disconnect. Stated the issue occurred while the anesthesiologist was assisting with the patient transport. No patient harm reported or medication intervention required. Although requested, no additional event details provided.